Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) battery was draining rapidly. The following physician indicated that the patient had not been seen in office since seven months prior and they were not aware of the patient's concern. The device remains in use. No patient complications have been reported as a result of this event.